Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7092852/7092906.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure. Additional information was received that the patient had system explant procedure. The explanted devices will not be returned.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure.